Event description:
On (B)(6) 2013, the distributer contacted animas and reported a blank display screen. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display issue.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: confirmed blank screen during startup. Pump had audible tones during startup. Pump audible and vibratory alarms are operational. Unable to upload slave processor. Unable to clear alarms. Observed multiple cs 12, 52, 54 alarms following a low battery warning in black box. Testing confirmed a component failure. Unable to complete all steps because of blank screen.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).